Event description:
Caller alleged discrepant results with the inratio meter compared to the laboratory for one patient. Complaint summary: date: (B)(6) 2013, inratio: 1.6, lab: 2.2. Time between testing: seconds. Patient's therapeutic range is 2.0 - 3.0. No further information was provided.

Manufacturer narrative:
Investigation pending.